Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between the front te and ECG electrode a. The cause of the constant gong alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. There was no death or adverse event associated with the belt malfunction.

Event description:
03/18/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device was producing "check therapy pad" messages.